Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that it is fractured at the neck. Material analysis: a material analysis was performed. The report concluded the following: the fracture of the stem is a fatigue-related failure. The fracture originated on the lateral edge of the stem and propagated medially until a stress overload occurred. The cyclical stresses are related to the micro-motion 1 of the stem within the surgical cement. This motion left surface damage. The alloy was the correct material as called-out on the drawing. No manufacturing defects were found on the surfaces investigated. -clinician review: a review of the provided medical information by a clinical consultant indicated: "x-rays demonstrate a displaced fracture at the base of the neck of a cemented exeter stem. Fracture of the neck of a cemented stem is confirmed. The root cause cannot be determined from the limited information provided. Should further documentation become available I would be happy to further this assessment. No information was provided documenting revision surgery." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the stem. Visual inspection of the returned device indicated that it is fractured at the neck. A material analysis was performed. The report concluded the following: the fracture of the stem is a fatigue-related failure. The fracture originated on the lateral edge of the stem and propagated medially until a stress overload occurred. The cyclical stresses are related to the micro-motion 1 of the stem within the surgical cement. This motion left surface damage. The alloy was the correct material as called-out on the drawing. No manufacturing defects were found on the surfaces investigated. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented to hospital with ¿leg giving way¿ and a ¿fall¿. X-ray revealed that stem in patient (had a total hip replacement (B)(6) 2011 had snapped just below the trunnion at stem shoulder. This resulted in patient needing hip revision surgery - a cement in cement stem was implanted and the failed implant explanted (stem and head only, cup remained).

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented to hospital with ¿leg giving way¿ and a ¿fall¿. X-ray revealed that stem in patient (had a total hip replacement (B)(6) 2011) had snapped just below the trunnion at stem shoulder. This resulted in patient needing hip revision surgery - a cement in cement stem was implanted and the failed implant explanted (stem and head only, cup remained).